Event description:
During an unknown procedure the clips had twisted and not formed correctly, therefore fell off the vessel. No other information was available. There was no consequence to the patient.